Manufacturer narrative:
The technician replaced the sticking gas spring to repair the stretcher.

Event description:
Information received indicates the head section will not lower and is stuck in the high position.